Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a damaged battery alarm was confirmed but not duplicated by baxter service personnel. The root cause of this condition was determined to be depleted main batteries as a result of user error. The main batteries and harness were replaced to correct this condition. This involved a colleague p1.5 infusion pump with a user interface module software version of 6.13.92. Additional information: this condition is being investigated through CAPA. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4).the device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility representative reported a colleague infusion pump with a battery issue. It is unknown when, or in which care area, this event occurred. This condition has the potential to interrupt delivery. The facility representative stated that there was no information regarding patient involvement; however no patient injury or medical intervention was reported. No additional information is available. The user interface module software version is unknown at this time.